Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the patient having a bent penis the patient had his inflatable penile prosthesis (ipp) pump tubing length adjusted. Nothing was removed and only the accessory kit was used. Additional information was received that the device malfunction was caused by the patient penis curvature. The patient's curvature was not corrected after this surgery. After this surgery the patient got well.